Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that "cycle power error-20003 is getting displayed on screen. Time base test is getting failed in extended self test." There was no patient involvement.